Event description:
The retainer and pin with flange fell off of the device during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.